Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device had premature battery depletion. It was also noted that the right ventricular (rv) lead experienced t-wave oversensing (twos) post bi-ventricular (bi-v) pacing. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the returned device was inconclusive.hybrid analysis confirmed a low battery voltage. The cause for premature battery depletion was not determined. Testing and evaluation of the hybrid reported normal operation with typical current drain levels and functionality. No hybrid anomalies were found. The stacked chip scale package was optically inspected after removing all the surrounding components. No copper trace anomalies were noted on the edges of the package. Battery analysis revealed small, isolated lithium-plating inside the case, but was sufficiently far from the cathode tab as to pose no risk for electrical shorting. Based on the destructive analysis, no evidence of an internal short was found to account for premature device depletion upon reaching recommended replacement time. The lithium anode was intact with significant thickness of lithium across the anode, atypical of that seen for batteries having reach recommended replacement time. Visual inspection found the separators, insulators and all welds were intact and in good condition; there was no evidence of an internal battery problem. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing. If information is provided in the future, a supplemental report will be issued.